Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# 0220327979 , implanted: (B)(6) 2020 explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient experienced a return of symptoms. It was noted that the lead was twisted greatly. The patients device was explanted.